Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in moderately tortuous and mildly calcified left anterior descending. A 2.75x24mm synergy ii drug-eluting stent was used. However, while attempting to insert the device into the lesion, the stent strut was found to be curved. The device was removed and the procedure was completed with a 2.5x24 synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found the stent was received covered with a stent protector and a mandrel loaded in the wire lumen of the device which was partially withdrawn. A kink was evident at one site within stented section - stent, mandrel and protector kinked at that site. The stent and mandrel were pulled distally and removed from device with some resistance due to the kink damage. It was observed that the stent struts were kinked at the kink site. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in moderately tortuous and mildly calcified left anterior descending. A 2.75x24mm synergy ii drug-eluting stent was used. However, while attempting to insert the device into the lesion, the stent strut was found to be curved. The device was removed and the procedure was completed with a 2.5x24 synergy stent. No patient complications were reported.